Manufacturer narrative:
Additional information will be provided once the investigation is completed.

Event description:
It was reported that when a safelight lightcable was connected to the lightsource, flickering was noted. It was further reported that the lightcable was swapped out for a new one.